Event description:
It was reported that the left ventricular lead exhibited high impedance. The physician decided to turn the left ventricular pacing off and reprogrammed the device to right ventricular pacing only. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.